Event description:
During sij fusion procedure on (B)(6) 2018, two of the three decorticator tips broke. The cutting element broke off decorticator #1 (zyg-10121) during decortication of the joint. The patient's joint was reported to be sclerotic with obstructions. The piece was not retrieved and was left in the patient. Physician determined it was safe to leave the piece in the joint space. The decorticator #2 (zyg-10122) cutting element break is being reported on MDR 3008875054-2018-00005.